Manufacturer narrative:
(B)(4).

Event description:
The customer reported the unit was alarming blower temp high. There was no patient or user harm.

Manufacturer narrative:
Conclusion / root cause: the blower assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly. This report is being submitted as part of the remediation for CAPA (B)(4).